Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which prevented the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The last pt to use this belt did not report any deficiencies.

Event description:
A (B)(6) old male pt's daughter contacted zoll customer support to report that the pt's belt connector was broken and the belt would not stay connected to the monitor. The pt was issued a replacement electrode belt.